Manufacturer narrative:
Due character limit e1. Event site address-no.(B)(6). Event site telephone-(B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during iabp therapy, cs100 intra aortic balloon pump(iabp), balloon ruptured and caused blood to flow back to machine.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2024-0005270. Please refer to mfg report number 2249723-2024-0005270 for all information for this complaint event. Please cancel in your database.